Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 02/15/2017 as follows: patient was allegedly treated for knee replacement surgery with history of pulmonary hypertension and high risk of pe with history of dvt and claims to have received an implant on (B)(6) 2006 and attempted explant on (B)(6) 2006. Patient is alleging migration, tilt, vena cava perforation, device unable to be retrieved, bleeding, ingrown.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2006 at (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.